Event description:
Complaint received from baxter sales rep. Customer reports the tubing is separating from the drip chamber. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 31 2007. The reported device was listed as unavailable and will no be returned for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.